Event description:
It was reported that a vertier surgical table had a leak in the floor lock hydraulics. There was no reported patient involvement nor adverse consequences.

Manufacturer narrative:
This product does not have an expiration date. Eval summary: this product was evaluated in the field by a service technician. Upon inspection of the table, it was found that the floor lock cylinder was leaking. The tech replaced the cylinder. This is not a single use product.